Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round high profile 250cc saline breast implant, catalog number 3503250, serial number (B)(4), lot number 5988433. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 250cc saline breast implants which the right side deflated, and issue bilaterally with pain after implantation. The issue was confirmed via ultrasound. Even though we have not received information regarding explantation or an expected explantation date, removal and replacement with mentor silicone was indicated. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 1/26/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/01/2019, additional information indicated that the patient underwent bilateral removal and replacement with mentor silicone implants. She tolerated the procedure well, and stable condition sent home. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since this pi is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. At this time is not possible to determine the origin of the white material observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperative. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Pain is a known complication associated with this type of procedure and is referenced in the current IFU. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, additional information indicated that the patient scheduled for removal on (B)(6) 2019. (B)(4).